Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. Two days after the event onset, the patient was hospitalized and treated with unspecified antibiotics for the events. At the time of this report, the pd catheter was removed and the patient was transferred to hemodialysis. The cause of the event and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.